Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the custom believes basal rate was too high at night. Customers blood glucose (bg) level was 55 mg/dl. Customer drank milk or ate fruit cups to address low bg levels. Customers health care provide lowered their basal rate at night and since then their bg levels has been within target range.